Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 432 mg/dl. The caller stated that insulin did not exit the tubing but no error alarm occurred during the self test. The most recent blood glucose reading was 121 mg/dl after the customer treated using an insulin pen and manual injection. The caller noted that, with treatment with the insulin pump alone, the blood glucose reading was 482 mg/dl. The caller stated that the piston retracted a little bit during a rewind attempt, but the piston did not cross the quarter mark. The customer reported that the device may have been exposed to a magnetic field from going through a full body scanner at the airport. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The device passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No displacement anomalies were noted. The unit was received with a cracked case at display window corners and minor scratches on the lcd window. Pending delivery volume accuracy and motor tests.